Manufacturer narrative:
The information on the patient data card was corrupt and was not able to be uploaded. Therefor the patient data card can not be evaluated. The investigation is ongoing.

Event description:
The facility reported that the tip sparked during a thermage treatment using a 3.5 energy level causing a small 1mm x 1mm burn with denuded blister on the patient's right lateral face about 1cm anterior to tragus of the ear. The small wound was treated prophylactically with 2.5% hydrocortisone and bacitracin zinc ointment. The patient is doing well, no pain and a small superficial ulcer where the spark occurred. There will most likely not be any permanent damage or scarring. No system error occurred however the patient was experiencing more heat on lower levels compared to her previous treatment (about 0.5 less than her previous treatment last year). After the tip sparked while delivering the pulse, the tip was immediately lifted off the skin and what appeared to be a black mark and some melted plastic off of the tip film covering so the tip was replaced with a new one to continue the treatment.

Manufacturer narrative:
The tip was used for 310 treatments. The tip passed the flow and thermistor testing. The tip failed the leak testing. The tip also failed visual testing and no functional test was performed due to the observation of dielectric breakdown. System logs were not available for analysis due to file corruption as such we cannot provide a summary of the system/handpiece. The system has software safeguards (such as a power on self-test) that will trigger error/event codes should the system be outside of the acceptable limits. The investigation is ongoing.

Manufacturer narrative:
A review of the manufacturing records showed all requirements were met. Service confirmed damage on the tip membrane along the rf trace. Solta medical has confirmed a low incidence (less than 1%) of patient burns associated with rf trace damage. Based on the available information, the patient burn was caused by damage on the tip membrane along the rf trace causing arcing and subsequent burn-through of the flex circuit membrane causing the spark the customer witness during treatment. According to thermage cpt system technical user¿s manual (p009240-05 rev. B) burns, blisters, scabbing, and scarring are known possible patient reaction to thermage treatment. The procedure may produce heating in the upper layers of the skin, causing burns and subsequent blister and scab formation. There is a small chance of scar formation. Application of topical steroidal or antibiotic preparations may be of benefit. In the rare instance of a burn that results in a scar, the scar will probably be very small and respond readily to removal with a laser device. The lot history, trend analysis, risk analysis and/or directions for use review were considered acceptable, with the product performing within anticipated rates. Corrective action is not necessary. Final test verification specifications are acceptable per document number. No non-conformities or anomalies found related to this complaint when reviewing the device history record for serial/lot number 091318-004. Solta will continue to monitor complaint data to determine if there are any trends related to this failure mode. There are three related complaints for serial number 091318-004, MDR reference number: 3011423170-2018-00109, 3011423170-2018-00124 and 3011423170-2018-00127. The investigation is complete.